Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of delivery system retraction problem. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of stent partially deployed, the stent did not achieve full expansion despite normal deployment during functional testing. However, the reported event of delivery system retraction problem could not be confirmed with testing of the device. The investigation concluded that stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. These conditions can influence how the stent behaves once it is released from the catheter delivery system. All stent sizes may experience variations in their expansion rate due to the degree of compression required during loading. Larger diameters naturally require more compression to fit into the catheter, while smaller diameters experience proportionally less; however, any size can be impacted. Increased compression can lead to an unconstrained opening dimension that is temporarily smaller than the manufacturing specification, resulting in slower initial expansion until the stent fully reaches its intended shape. It was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU). Device technical analysis: an axios stent and electrocautery-enhanced delivery system was returned for analysis. Visual inspection confirmed that the first flange of the stent was fully deployed, with the sheath distal tip positioned near the proximal saddle-to-flange transition. Radiographic (x-ray) evaluation was performed, and no abnormalities were identified. Functional testing demonstrated that the deployment hub advanced normally to position 4. The stent exhibited gradual expansion at room temperature and continued expansion in warm water. However, the distal crown did not fully expand and remained partially constrained, with silicone observed holding the crown in a partially expanded configuration, while the remainder of the flange expanded as expected. Additionally, the catheter moved freely through the luer, and the slider returned to its original position without resistance. No other functional or structural abnormalities were observed. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. Risk review: a risk review was completed and confirmed that the events of stent partially deployed and delivery system retraction problem were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat an acute cholecystitis during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, the axios stent was half-deployed, but deployment was extremely difficult due to severe resistance. The stent was removed partially deployed on the delivery system, and another axios was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of delivery system retraction problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat an acute cholecystitis during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, the axios stent was half-deployed, but deployment was extremely difficult due to severe resistance. The stent was removed partially deployed on the delivery system, and another axios was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).